Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device was discarded and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on july 01, 2020 that a hot axios stent was implanted in a transgastric position to treat an encapsulated walled -off necrosis (won) with 70% fluid content in the body of the pancreas during a hot axios stent placement procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the stent was deployed early. Reportedly, the stent was deployed in the correct location. An additional double pigtail stent was implanted and the procedure was completed. There were no patient complications reported as a result of this event.